Manufacturer narrative:
The actual devices were not available; however, a photograph of one sample was provided for evaluation. Visual inspection revealed a port tube seal leak. The reported condition was verified for one sample. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three 2l eva tpn bags leaked. One of the bags leaked from the port seal, one leaked through the administration port, and one leaked form an unspecified location. One of the events occurred during patient use with no patient consequences, and two of the events had no patient involvement. No additional information is available.